Event description:
While the sales rep was stocking the inventory at the hospital, it was noticed that the label contained a blue dot instead of a green dot. The agency stock was examined and another device with the same lot code was found with the blue dot. This event did not occur during surgery.

Manufacturer narrative:
Summary eval: the event was attributed to an incorrect part number being keyed into the pbm structure database resulting in an incorrect product color-code label.